Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. (B)(6). Without a lot number the device history records review could not be completed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a cable cannot be removed from a cable tensioner. Failure was detected during cleaning process. Date of event unknown. There was no patient involvement. The issue happened post-operatively. Therefore no prolongation or delay of surgery caused. Additionally, a trocar was received with the handle broken off. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Product investigation summary: the performed investigation showed a breakage of the wire directly below the knob (handle). Because of the damage, the exact cause could not be determined. It is likely that temporary mechanical overload led to this breakage. The comparison of the device according to the material and manufacturing documents could not be reviewed as lot number was not provided. No indication for product related issues were found. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.